Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. Result code and conclusion code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient¿s weight at the time of the event was (B)(6) pounds. Regarding if there were any known factors that contributed to the motor stalls, it was noted that there was no magnetic resonance imaging performed prior and the meds in the pump were the same regarding hydromorphone. The patient¿s pump that was replaced was confirmed as having been implanted on (B)(6) 2013.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was receiving dilaudid with a concentration of 10 mg/ml at a daily dose of 0.062 mg/day by minimum rate infusion via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient had heard pump alarms since the end of (B)(6) 2017. The patient experienced withdrawal and flu-like symptoms. The patient saw their managing physician on (B)(6) 2017 and the pump was replaced on (B)(6) 2017. Pump activity logs indicated that motor stalls occurred on: (B)(6) 2017 at 15:19, (B)(6) 2017 at 07:50, (B)(6) 2017 at 18:25, (B)(6) 2017 at 12:56, (B)(6) 2017 at 21:23, (B)(6) 2017 at 07:28, (B)(6) 2017 at 19:47, and (B)(6) 2017 at 14:18 with motor stall recoveries on: (B)(6) 2017 at 3:12, (B)(6) 2017 at 15:39, (B)(6) 2017 at 12:08, (B)(6) 2017 at 19:23, (B)(6) 2017 at 06:50, (B)(6) 2017 at 14:13, and (B)(6) 2017 at 13:26, respectively. A stopped pump period may exceed tube set error occurred on (B)(6) 2017 at 07:28. The patient recovered from the event without sequela.